Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced discomfort in the abdomen, difficulty breathing and pressure in the diaphragm during an unknown process step. The patient was connected to the homechoice pro device at the time of the events. It was reported the patient called the peritoneal dialysis registered nurse and was instructed to perform a manual drain. The patient had manual supplies; however, they did not ¿know how to use them¿. Renal therapy services (rts) assisted the patient to manually drain. The initial drain volume was 171 ml and manual drain was 76 ml. It was reported the patient felt relief after the manual drain. It was reported there was no change to the therapy. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite) which included functional testing of the device. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection were performed and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms. Should additional relevant information become available, a supplemental report will be submitted.